Event description:
It was reported that a pt underwent an aortic percutaneous valve procedure. The electrode was inserted into the right ventricle as part of the procedure. It was left in, in order to prevent a late arrhythmia. One hour after the procedure, during a follow-up echo, cardiac tamponade was diagnosed from a perforation of the right ventricle. The pt's pericardium was taped and she is reported to be doing fine.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The pacel bipolar pacing catheter instructions for use (IFU) states that potential adverse effects may be associated with the pacel bipolar pacing catheter. These include arrhythmias, cardiac perforation, cardiac tamponade, and damage to vessel or valve structures.